Manufacturer narrative:
This is a supplemental report to provide additional information. Two subject devices were returned to olympus medical systems corp. (Omsc) for investigation. Both devices were¿ maj-1351¿. One lot number was 02 h and the other one is 07 k. Appearance of both devices presented no abnormalities. Investigation was carried out by attaching the subject devices to an aomori olympus endoscope (bf-uc260f-ol8) to see whether the balloons were properly attached to the endoscope. No water leakage or detachment of the balloons were detected. The balloons were able to attach to the endoscope without any problems. When water was inserted into the balloon more than necessary, the front band of the balloon was detached from the distal end of the endoscope and water was coming out. (This meets the specifications). Water leakage between the rear band and the endoscope was detected when the rear band of the balloon was not properly attached to the endoscope. Verification test was carried out to inspect the combination of bf-uc190f and maj-1351 when bf-uc190f was launched. It was confirmed that the combination presented no abnormalities. There was only one complaint has been reported since bf-uc190f product launch. No multiple complaint occurrences were confirmed. There was only one complaint has been reported since bf-uc190f product launch. No multiple complaint occurrences were confirmed. For the reasons mentioned below, it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. The balloons might have caught in the patient¿s inner wall of the body, possibly caused the reported event. No abnormalities were detected in the DHR. Appearance of the balloons presented no abnormalities. They were able to attach to the endoscope without any problems. Leakage of water is possible to detect during pre-use inspection when the balloon was not properly attached to the endoscope. Water leakage occurs during pre-use inspection when the balloon was not properly attached to the endoscope. Therefore, abnormalities at the balloon fixed area of the distal end of the endoscope are detectable before use of the device. Combination between bf-uc190f and maj-1351 were verified during the product launch of bf-uc190f. Therefore, combination between the devices have no abnormalities. Content of the instruction manual was confirmed. The instruction manual did not contain the descriptions related to this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation yet. The provided information in the event description indicates that the reported event was not about the specific lot, and it was about the combination of maj-1351 and bf-uc190f. Since the reported event is a known phenomenon, the subject device was not returned to aomori for investigation. The DHR with the lot number (02h) of the subject device was confirmed. No abnormalities detected in the DHR which relate to the reported phenomenon. Verification test was carried out to inspect the combination of bf-uc190f and maj-1351 when bf-uc190f was launched. It was confirmed that the combination presented no abnormalities. The exact cause of the problem could not be determined, since the device was not returned for investigation. The exact cause of the reported event could not be determined. However, it is possible that the following device handling might have caused the balloon to detach easily. The balloon could not be attached properly. Lubrication was not applied to the balloon. Content of the instruction manual was confirmed. The instruction manual did not contain the descriptions related to this event. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the risk manager of the health professional that during the bronchial pneumology using the subject device, the balloon escaped into the patient's bronchus. It took 30 min to retrieve the fragment, but the user did not consider the extension of the procedure by 30 minutes to be a serious deterioration in the state of health of any person. There was no patient injury reported. The customer also informed olympus about the following: since the use of the new echo-endoscope bf-uc190f the users encounter some difficulties when using balloon maj-1351 whatever the lot number. The users explained that the balloon does not perfectly feet to the distal tip compared with the echo-endoscope bf-uc180f. The customer concludes that balloon maj-1351 does not seem to be suitable for the distal tip of the bf-uc190f.